Event description:
It was reported that when the device was initially interrogated during the implant attempt, it showed that the device had reached recommended replacement time and that a charge circuit timeout had occurred. It was also noted that the external packaging had been damaged. The device was not used and another device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data collected from the device was analyzed. Battery depletion indicated was indicated as time of recommended replacement time (rrt) in save to disk occurred on (B)(6) 2012 device rrt<=2.6251 volt, device reached eos, charge time > 19 sec. Programmer save to disk data file (B)(6) shows last battery measurement was 2.582v on (B)(6) 2012 11:30:07. It was also noted that there was a charge circuit problem (tachy) as one patient alert for charge circuit timeout occurred on (B)(6) 2012 12:21:42. Power on reset (por) parameters were noted as one por for avdd supply,dvdd supply and i354 self supply occurred on (B)(6) 2012 03:41:31. There was one patient alert for device circuit error on (B)(6) 2011 03:41:31.

Event description:
It was reported that when the device was initially interrogated during the implant attempt, it showed that the device had reached recommended replacement time and that a charge circuit timeout had occurred. It was also noted that the external packaging had been damaged. The device was not used and another device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the perimeter of the stacked chip scale package was optically inspected after removing all of the surrounding components. No anomalies were observed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device can was opened and the battery was found to be depleted below the operating threshold for this device. Analysis with a power supply biasing the device was unable to confirm the reported high current drain during this analysis. Several attempts were made to re-induce the high current drain or identify any abnormal device behavior, but no anomalies were noted. Additionally, the charging circuitry was tested, and the device charged its capacitors to the appropriate energy levels in every case. No charge time out events were noted during this testing. This analysis was stopped at this point with the reported high current drain condition unconfirmed. Performance data collected from the device was analyzed. Battery depletion indicated was indicated as time of recommended replacement time (rrt) in save to disk occurred on (B)(6) 2012, device rrt<=2.6251 volt, device reached eos, charge time > 19 sec. Programmer save to disk data file (B)(4) shows last battery measurement was 2.582v on (B)(6) 2012, 11:30:07. It was also noted that there was a charge circuit problem (tachy) as one patient alert for charge circuit timeout occurred on (B)(6) 2012, 12:21:42. Power on reset (por) parameters were noted as one por for avdd supply, dvdd supply and i354 self supply occurred on (B)(6) 2012, 03:41:31. There was one patient alert for device circuit error on (B)(6) 2011, 03:41:31.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated shorting/low impedance in the battery.